Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found that scratches and dents on the casing. The casing anchor brackets are both bent over to the outside of the casing. The film of medical adhesive under the header appears to be uniform. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause ot the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in boston scientific's product performance report.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced, due to an advisory on this model device.